Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge air bubbles were observed in the infusion set tubing. Customer's blood glucose level was "high", however, an exact bg value was not provided. The customer changed the cartridge and infusion set to address the reported high bg and air bubble issue.